Manufacturer narrative:
Product complaint #: (B)(4). The following literature cite has been reviewed: fischer j, welter j, horn n, graber s, pape hc, jaberg l, hess f. The delta experience . . . ¿does it fly¿?. Seminars in arthroplasty. 6:268-273. Doi:10.1053/j.sart.2005.10.025. December 2005. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: fischer j, welter j, horn n, graber s, pape hc, jaberg l, hess f. The delta experience . . . ¿does it fly¿?. Seminars in arthroplasty. 6:268-273. Doi:10.1053/j.sart.2005.10.025. December 2005. Objective/methods/study data: the article discusses results of 12 cases that were implanted with the delta prosthesis. One revision for dislocation in the 12 cases was performed and in that case significant erosion of the polyethylene cup was noted. The reverse prosthesis shows promise as a salvage procedure when more standard and conservative techniques of treating cuff tear arthropathy have failed, but long term follow-up is needed to evaluate outcomes and develop strategies for design improvement. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: unk shoulder humeral cup delta xtend, unk shoulder glenosphere delta xtend. Adverse event(s) and provided interventions possibly associated with unk shoulder humeral cup delta xtend: qty 1 joint dislocation treated with revision of the cup with significant wear adverse event(s) and provided interventions possibly associated with unk shoulder glenosphere delta xtend: qty 1 joint dislocation treated with revision of the cup only.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.